Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a clearlink buretrol solution set in which the anesthesia department in the facility reported that the buretrol set came apart where the tubing is connected on a patient was confirmed during sample evaluation. Visual inspection confirmed a separation between the tubing and male luer. The assignable root cause of the reported condition is found to be an inadequate bond due to insufficient solvent depth. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) an issue with a clearlink buretrol solution set in which the anesthesia department in the facility reported that the buretrol set "came apart" where the tubing is connected on a patient. The condition occurred during patient use. The medications used are unknown. It is unknown how long into the infusion the condition occurred. There was no patient injury or medical intervention reported. No additional information is available.